Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event of infection. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2326 is being used to capture the reportable event of abscess. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. The patient received intensity-modulated radiation therapy (imrt) 60 gray in 20 fractions in (B)(6) 2025. In (B)(6) 2025, the patient developed bacterial cystitis and urethritis, which lead to a hospitalization on (B)(6) 2025. The patient received antibiotics, but it was reported that the infection was resistant to it. Following the inadequate response to antibiotics, a magnetic resonance imaging (MRI) detected an abscess in the posterior prostate and this abscess was drained. The current diagnoses include cystitis, prostatitis with seminal vesiculitis, and perineal abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. The patient received intensity-modulated radiation therapy (imrt) 60 gray in 20 fractions in (B)(6) 2025. In (B)(6) 2025, the patient developed bacterial cystitis and urethritis, which lead to a hospitalization on (B)(6) 2025. The patient received antibiotics, but it was reported that the infection was resistant to it. Following the inadequate response to antibiotics, a magnetic resonance imaging (MRI) detected an abscess in the posterior prostate and this abscess was drained. The current diagnoses include cystitis, prostatitis with seminal vesiculitis, and perineal abscess.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event of infection. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2326 is being used to capture the reportable event of inflammation. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; the event could not be confirmed since there is no known device problem reported and the patient/impact codes reported are conditions that could not be tested, analyzed or replicated on the product analysis laboratory. A labeling review was performed; there is no evidence the device was improperly used per the instruction for use. A risk review was completed and confirmed that the events of "infection", "abscess" (related with infection) and "inflammation" were defined in the risk documentation and have been accounted during product risk analysis to support acceptable risk benefits for the product, while the impact codes of "medication required", "hospitalization or prolonged hospitalization", "serious injury/ illness/ impairment" are subsequent events of the primary anticipated events. As per event description indicates; the patient had the following complications: infection, abscess and inflammation, which are anticipated in the risk documentation. Therefore, based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".